Manufacturer narrative:
(B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain, mesh exposure, vaginal prolapse, urinary incontinence, physical deformity, loss of the ability to perform sexually, erosion of the vaginal wall, infection, permanent and substantial physical deformity. The patient underwent an additional surgical procedure during which her physicians excised and removed a portion of the restorelle mesh due to mesh exposure.